Event description:
It was reported a malfunction alarm occurred. The impact on the customer's blood glucose level was unknown as they declined to answer. Technical support assisted the customer with resetting the pump, after which the malfunction did not recur. The customer was informed they could continue using the pump and to call back if any issues reappeared.